Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. Event date is an approximation. On approximately (B)(6) 2026 the patient experienced ¿the same symptoms of being shaky and passing out¿. It is unknown what the cgm device was showing at the time of the onset of symptoms, and it was not known if the patient experienced a hypo or hyperglycemic event. The patient stated that the next memory they had, they were in the ambulance. The patient was unable to provide any further details regarding the event. When the patient was asked if there's an allegation against dexcom, the patient stated that they did not know. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.